Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defect inspiratory valve. Replaced.

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails due to defective inspiratory valve.

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails due to defective inspiratory valve.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defect inspiratory valve. Replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4.